Event description:
It was reported that during a percutaneous transluminal coronary angioplasty with stenting, the rotawire got broken. The target lesion was located in the left anterior descending artery. During testing of the rotawire 330cm gw (1pk) flop outside of the patient, the rotawire broke. The burr and the rotawire cannot be separated. The physician completed the procedure with another of the same device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty with stenting, the rotawire got broken. The target lesion was located in the left anterior descending artery. During testing of the rotawire 330cm gw(1pk) flop outside of the patient, the rotawire broke. The burr and the rotawire cannot be separated. The physician completed the procedure with another of the same device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the rotawire was received loaded in the rotablator. The device was removed from the catheter and presented a kinked at 46.0cm approx. From the proximal end, and is fractured at 194.6cm from the proximal end. Also, the distal part of the wire is missing (135.4cm approx.). Moreover, a foreign material was noted entangled in the most distal part of the wire. The returned device was sent for external analysis ((B)(4)lab) to determine the fracture failure mode. Foreign material was identified as an organic fiber with particles containing calcium, carbon and oxygen. Failure occurred due to a rotational wear reduction of the cross sectional area followed by a final torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty with stenting, the rotawire got broken. The target lesion was located in the left anterior descending artery. During testing of the rotawire 330cm gw(1pk) flop outside of the patient, the rotawire broke. The burr and the rotawire cannot be separated. The physician completed the procedure with another of the same device. No patient complications were reported and the patient's condition is stable.